Event description:
It was reported that the patient's blood glucose level rose to 14.8 mmol/l (266 mg/dl) while wearing the pod between 36 and 48 hours. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (arm).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula was observed to be flattened, stretched and damage which caused the soft cannula to measure out of specification. A tear was found in the exposed and unexposed portion of the soft cannula. It was concluded that the observed damage to the exposed portion also caused the damage to the unexposed portion. Fluid diverted through the tear causing a leak along the fluid path. The timing and cause of the damage could not be conclusively determined. The observed damage to the soft cannula did not contribute toward the reported symptom code.